Manufacturer narrative:
Sets were returned to the manufacturer for analysis. Per manufacturer, the reported issue has been evaluated and determined to be associated with a broader trend involving unprompted flow associated with connector interactions. Specifically, we received similar reports of sets leaking at the distal end of the irrigation line and down scopes. At this time, two (2) primary causes of the issue have been determined: 1. Off-label use in that erbe medical llc sets are being used with other manufacturers port connectors (note: per the notes on use for the set's, only erbe accessories (i.e., erbe port connectors), etc. Are to be used with erbe tubing/cap sets. 2. A change had been made to the set's connector. Currently sets are now being produced with the previous connector to minimize/eliminate leaking. Other contributing causes of leaking at the end of scopes are also being investigated. If any prominent causes are determined and/or remedies are implemented to resolve leaking, a follow-up MDR will be filed.

Event description:
It was reported that the hybrid co2 tubing/cap sets for olympus® scopes & ucr leaked water at the distal at the end of the scope. Another lot number of the same part number (lot number wo473174, date of manufacturing 11/24/25, and expiration date 11/05/28) was also a part of the complaint. The sets were used with an olympus 190 series scopes, olympus co2 insufflator model ucr, and boston scientific port connectors. There were no reports of any patient injuries.